Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the log files and blower test results. It is visible that the readings for voltage check blower and current blower are fluctuating. Log file shows temperature alarms and 389-no o2 dosing possible was triggered twice. Per the pictures received, it was visible that there is a lot of dust on the mainboard indicating a lack of maintenance.

Event description:
The customer reported while using the bellavista 1000,the device display "blower failure" alarm, with different blower alarm, alarm 241-temperature of blower high, 240-temperature of blower too high and 389-no o2 dosing possible. Based on the available information, there has been no report of patient involvement or impact associated with this event.